Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) replaced the fitting and helium tubing assy, multiple, o-ring, regulator and press xdcr 3500 psig to resolve the issue.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had leak due to the tubes and the helium pressure regulator before use. There was no patient involvement and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: h6 (component code). Getinge field service engineer (fse) replaced the fitting and helium tubing assy, multiple and regulator to resolve the issue. Equipment is suitable for use.